Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was charging the pump when a malfunction alarm occurred. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.